Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous proximal to mid left anterior descending (lad) artery. After the lesion was pre-dilated with an unspecified device, the 2.5x12mm taxus liberte stent delivery system was advanced, but unable to cross. Upon removal of the device from inside the pt, it was noted that the stent was lifted. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).